Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer had a burnt smell and or foul odor. A boston scientific company representative will return the programmer for analysis. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicated that no additional analysis required as analysis for similar complaints already exists.